Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection of the device found to be in fair condition, confirming the reported customer complaint. The manometer was noted to be out of specification; problem source determined to be user interface.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus gauge is not working and cracking on case. No patient adverse events reported.